Manufacturer narrative:
The device investigation was completed on 06-aug-2025. It was reported that during an atrial fibrillation ablation procedure with a qdot micro catheter, the patient experienced cardiac tamponade treated with pericardiocentesis with 1100ccs of fluid removal. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31619116lnumber, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician is unsure of the cause of this event. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation ablation procedure with a qdot micro catheter, the patient experienced cardiac tamponade treated with pericardiocentesis with 1100ccs of fluid removal. It was reported that a pericardial effusion was noticed during the procedure. During ablation in the left veins, the patient's blood pressure dropped. The pericardial effusion was noticed and confirmed using intracardiac echocardiography (ice). There was no baseline pericardial effusion. The medical intervention provided was a pericardiocentesis and about 1100ccs of fluid was removed. The procedure was aborted. The last known patient¿s status was stable. The patient went to surgery and had recovered. After surgery, the cause of effusion is still unknown, no perforation was found. The patient went to the intensive care unit (ICU) and therefore required extended hospitalization. The physician is unsure of the cause of this event. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).